Manufacturer narrative:
(B)(4). Batch # r93m7p. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with the pouch device? The material of the bag was thin and friable. What was the size of the specimen that was removed? Larger than expected. What was the size of the trocar that the pouch was removed through? Did the surgeon extend the fascia incision to remove the specimen? Yes. What technique was used to remove the pouch? Laparotomy. Was the breakage of the pouch the reason that the case was converted to hand-assist or were there other contributing factors? Yes ¿ it caused spillage of stones and needed to open to retrieve. What is the current patient status? Discharged. Device analysis: the pouch device was received with the push pull rod broken. The device was disassembled and the bag and suture were not returned. Possible cause of the finding is the application of external excessive force over the device that causes the push pull rod become broken. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that an incident occurred during a lap chole. This bag was used yesterday on a case and the bag tore, spilling the contents and contaminating the belly causing him to convert from laparoscopic to hand-assisted.